Manufacturer narrative:
(B)(4). Date sent: 7/9/2025. Additional information was requested and the following was obtained: what was the probe insertion approach? Percutaneous. Where was the tumor located? Segment 8. Does the intervention radiologist believe that there were any device deficiencies during the procedure that caused or contributed to the low-abundance pneumothorax? No, the pneumothorax was caused by pleural device transfixices to reach the lesion in the segment 8.

Manufacturer narrative:
(B)(4). Date sent: 6/9/2025. B3: event year only reported: 2022. D4 batch #: unknown. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: what was the probe insertion approach? Where was the tumor located? Does the intervention radiologist believe that there were any device deficiencies during the procedure that caused or contributed to the low-abundance pneumothorax? An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the ablation clinical trial (B)(4) the patient experienced low-abundance pneumothorax. The patient was treated with oxygen therapy at 3l/min. The patient has recovered. There is an unlikely relationship with the device and a causal relationship with the procedure.

Manufacturer narrative:
(B)(4). Date sent: 7/24/2025 additional information was obtained: adverse event: low-abundance pneumothorax relationship to study device value "unlikely" has been changed to "not related" relationship to primary study procedure: value "causal relationship" has been changed to "not related" corrected data: h1 upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.